Event description:
When contacted for follow up information on the event, the healthcare professional (hcp) had noted that they only managed the patient's pain pump but noted that the patient's implantable neurostimulator was not functioning as "far as they could tell". If additional information is received, a follow-up report will be sent.

Event description:
Follow up information received reported that the metal pin on the ac power pack of the external recharger component was broken and the patient was sending it back for replacement. It was noted that the patient had not charged his implantable neurostimulator (ins) for about 6 months and had not used it for 3 to 4 years. The patient did not believe they saw any end-of-service (eos) message on their device before and it was unclear if the device needs to be replaced. It was believed that the ins was in an overdischarge condition and just needed to be recharged again. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient could not recharge his device and had been without it since (B)(6) 2012. He needed a new recharger power pack and was in the process of sending the old one in to have it repaired. The patient stated that he hadn't recharged in six months, but did not believe he saw an "end of service" message on his programmer. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Recharger model 37761.

Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient: product ID 3708360, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 3708360, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 3487a-33, lot# j0349097v, implanted: (B)(6) 2003. Product type: lead: product ID 3487a-33, lot# j0349097v, implanted: (B)(6) 2003. Product type: lead. (B)(4).